Event description:
It was reported that during use with 2 bd posiflush¿ bd posiflush¿ pre-filled saline syringe the plunger was difficult to move. The following information was provided by the initial reporter: complaint from hospital. The customer complained that the injection was administered too tightly, causing misleading obstruction.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023. H6: investigation summary it was reported the injection was administered too tightly. To aid in the investigation, two empty samples with no packaging flow wrap and three photos were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then tested for sustaining force per (B)(4), which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. The three photos provided show the samples received. A device history record review was completed for provided material number (B)(4), lot 2286206. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported that during use with 2 bd posiflush¿ bd posiflush¿ pre-filled saline syringe the plunger was difficult to move. The following information was provided by the initial reporter: complaint from hospital. The customer complained that the injection was administered too tightly, causing misleading obstruction.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.